Manufacturer narrative:
A review of the device history record and UDI number are in-progress. The actual complaint product was returned for evaluation. All information reasonably known as of 04-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nurse from the surgeon's office stated the patient had bilateral catheters and removed them and one catheter did not have a black tip. The black tip was visible on one catheter but not visible on the second catheter. Additional information received 11-feb-2026 stating the patient had bilateral mastectomies on the right and left chest wall. There was no reported patient injury or issue post-operatively. The patient removed the catheter at home with spouse on (B)(6) 2026. The patient was in no distress and has since been seen in office for post op visit with no issue reported. The patient did not report any resistance or difficulty while removing the catheter. There were no obvious sheering or broken pieces of the catheter, the black tip of the catheter was just missing. There was no reported injury.